Event description:
A medtronic rep reported that during a t4-t11 scoli o-arm navigated fusion procedure. The surgeon noticed a 3mm inaccuracy with the navigation superior and laterally. The surgeon opted to stop using navigation for the one final screw and placed it with fluoro. They used fluoro and nim monitoring to test all navigated screw placements and he confirmed they were all good.

Manufacturer narrative:
Exam not needed. Error was due to reference frame movement.